Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with glucose coasting between 180¿190 mg/dl after breakfast while using the ilet, and the agent assessed that the meal announcement was insufficient and that corrective insulin was delivering appropriately; glucose declined to 172 mg/dl during the call, suggesting infusion function without interruption. Symptoms included hyperglycemia without reported acute complications. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included troubleshooting and education regarding proper meal announcement and correction behavior. Investigation of this case revealed normal device operation with no infusion interruption and an apparent use-related issue related to an underestimated meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related dosing decision associated with meal announcement entry.